Manufacturer narrative:
(B)(4). Batch # r93l01. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on a gen11, an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. No issues with the switch button were noted at any time during the analysis of the device. However, what was found was that there was a cracked y- link. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic colon procedure, the device stopped working. The surgeon pressed the energy button and the advanced hemostasis button, but nothing helped. The nurse re-plugged the device, without any success. There was no patient consequence.